Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Another hour elapsed, and bleeding was then noted around the cervical seal [device ineffective]. The unit was not removed and replaced and a uterus sweep was not performed prior to reconnection to suction/ the unit was left in place and the seal was not deflated. [Wrong technique in device usage process]. Case narrative: this spontaneous report originating from united states was received from a clinical sales educator (cse) reported on behalf of a facility, referring to a 25-year-old female patient. The patient was laboring to complete; however, fetal heart tones were not tolerating pushing. Patient was taken for an urgent c-section which was successful. During recovery, patient began bleeding. Patient lost approximately 1500 cubic centimeters (cc) of blood prior to vacuum-induced hemorrhage control system (jada system) placement and the patient was diagnosed with disseminated intravascular coagulation. Health care professional attempted multiple alternate treatments. Health care professional used "all the meds" but was unable to specify which ones were used except one medication misoprostol (cytotec). This was the patient's first pregnancy which was singleton and birth, patient had not given a live birth in the past. The patient¿s concomitant medication was not reported. This report concerns 1 patient(s) and 1 device(s). Approximately in (B)(6) 2024 (also reported as sometime last week), the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot #, serial # and expiration date were not reported) via vaginal route for postpartum hemorrhage. After device was placed bleeding was controlled. The vacuum-induced hemorrhage control system (jada system) was left in place for approximately an hour, at which time the patient was disconnected from suction. The unit was left in place and the seal was not deflated (wrong technique in device usage process). Approximately another hour elapsed, and bleeding was then noted around the cervical seal (device ineffective). The patient was reconnected to suction, and 800 cc of blood was collected in the canister. The unit was not removed and reinserted, a uterus sweep was not performed prior to reconnection to suction. Patient was taken to the operation room (or) where multiple treatment methods were implemented including b-lynch. Patient ultimately required a hysterectomy and intensive care unit (ICU) admission. There was discussion of possible intubation, but this information was not confirmed. Uterus was sent to pathology as cause of hemorrhage was unknown. 23-25 units of blood were required to remedy the 8000-cc total blood loss. Cse was concerned that bleeding might have been noticed sooner if had the cervical seal been deflated appropriately. She would follow up with her leadership team to determine if additional education or follow up was required. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn approximately in (B)(6) 2024 (also reported as last week). The event device ineffective was reported as life threatening by the reporter. Upon internal review, the event device ineffective was determined to be serious due to required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.